Event description:
((B)(4)). The dentist reported that after six days that the dental implant was installed in intra-oral region #7, it was verified its non-osseointegration. Patient presented bone type ii, 60 n. Cm. Was achieved as primary stability and immediate load was performed.